Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as the device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery while the surgeon was implanting a nano at3 screw the driver tip broke. Part of the tip remained in the screw and part went into the patient. The surgeon was able to retrieve the piece inside the patient and able to remove the screw. The surgery was completed with a new wire, screw and driver tip after a 5-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2024-00524 for the driver involved in this event.